Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The complaint device was returned completely disassembled. The outer shaft has been retracted by about 12mm and the stent is shifted towards the proximal stent stopper. The transparent outer shaft has buckled about 98 mm proximal to its distal end indicating high tension. The inner shaft is severely deformed and has fractured distal to the metal tube where the knife is mounted on. The stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted during release. The blockage of the stent is most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation.

Event description:
Ous MDR - it was intended to treat a severely calcified lesion in a tortuous sfa. It was not possible to release the stent.